Manufacturer narrative:
This device used for treatment and not diagnosis. Device received for sterilization on (B)(4) 2013. The device was not received for evaluation until (B)(4) 2013. Six screws were received with the subtasks associated with this complaint. Each will be bagged, the bags will be numbered one through six, and each addressed in turn. This subtask is assigned to screw 4. This screw is whole and intact. The locking head, flutes, stardrive, and 3.48mm shaft diameter identify this as a member of the 212.1xx family of screws. The overall length confirms this as a 212.108. The drive has been lightly damaged, with most of the damage occurring at the top of the drive. The top of the head has a few random, minor marks. The head threads are in good condition. Some biomaterial remains at the minor diameter in a couple of areas. The neck is in good condition as are the shaft threads, the flutes, and tip. The specifications that were checked are conforming.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Sales consultant reports: patient had a snowboarding injury to the right ulna and was implanted with a plate and six screws on (B)(6) 2012. The patient went to the doctor complaining of pain and after the x-rays, the doctor noticed that the plate was broken down the middle at a screw hole into two pieces and all six screws were intact and not broken. The surgeon performed a revision procedure of an orif of the right ulna on (B)(6) 2013, removing the broken plate and six screws and replacing with one plate and seven screws. The procedure was completed successfully. This is report number 5 of 7 for complaint #(B)(4).